Manufacturer narrative:
Information was received via journal article. Please reference literature at the following location: http://www.tandfonline.com/doi/full/10.3109/17453674.2015.1074483. This report will be amended when our investigation is complete.

Event description:
It was reported via literature that 3398 patients underwent a hip arthroplasty where they were implanted with zimmer trilogy acetabular cups used in conjunction with cemented stryker exeter v40 stems. Unknown brand metal heads and polyethylene liners were used in combination with the cups.

Manufacturer narrative:
No devices or photos were provided, therefore the condition of the devices is unknown. The part and lot numbers of the devices were not provided, therefore the device history records and complaint histories could not be reviewed. These devices are used for treatment. By the nature of the article, these devices were not used in approved and compatible combinations. Zimmer (B)(4) has not confirmed the compatibility of this combination of devices, and this is considered an off-label use of this product as indicated on the packaging insert. The recommended compatibility chart can be found at www.productcompatibility.zimmer.com. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation per the surgical technique. Relevant medical histories and adherence to rehabilitation protocols are unknown. Definitive root causes for these reported events of incompatible device combinations cannot be determined with the information provided.